Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the physician had difficulty starting the procedure with the device. After the third attempt, the physician aborted the procedure. The physician performed a post failed procedure hysteroscopy and noted a uterine perforation. There was no information regarding any further treatment or intervention having been performed at that time. The patient continued to experience problems and bleeding. The patient was seen by a different physician and underwent a hysterectomy on an unknown date. The indication for the hysterectomy was not reported. Additional information has been requested.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.